Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with two proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, on both proglide devices, the needles failed to deploy due to calcification at the access site. Two other proglide sutures were successfully preplaced. The sheath was upsized to 21f and the aaa procedure was completed. The successfully preplaced sutures of the two new proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.